Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for post procedure check. Upon interrogation, the atrial lead has noted to be dislodged. No intervention was performed at the time. Patient would be schedule for lead revision.

Event description:
New information noted that the atrial lead was explanted and replaced. Patient was stable post procedure.